Manufacturer narrative:
The part that was missing was a pivot pin from a safety side upper arm. When the pin is missing the safety side cannot be used. According to the instruction for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Additional assessment is needed whether missing pin could be linked with an adverse incident if reoccur.

Manufacturer narrative:
The part that was missing was a pivot pin from a safety side upper arm. When the pin is missing the safety side cannot be used. The customer reported that the lack of a pin was observed during the patient's transport to get tests. Deeper analysis showed that if the pivot from upper arm is missing, it would be visible since the safety side would not lock in raised position. According to the instruction for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. In the complaint at hand, the missing pivot was noticed and therefore arjo was contacted for service. Additional assessment is needed whether missing pin could be linked with an adverse incident if reoccur. The analysis of data is ongoing.

Manufacturer narrative:
The part that was missing was a pivot pin from a safety side upper arm. When the pin is missing the safety side cannot be used. Additional assessment is needed whether missing pin could be linked with an adverse incident if reoccur.

Manufacturer narrative:
The part that was missing was a pivot pin from a safety side upper arm. When the pin is missing the safety side cannot be used. S-side upper arm pivot is used to attach s-side brackets to the upper arms and then the pivot is secured with a socket screws. The pin has a groove where the screw goes in. The customer reported that the lack of a pin was observed during the patient's transport to get tests. According to the IFU, the staff should verify whether side rails are raised and locked before the start of the patient transfer. Deeper analysis showed that if the pivot from upper arm is missing, it would be visible since the safety side would not lock in raised position. According to the instruction for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. In the complaint at hand, the missing pivot was noticed and therefore arjo was contacted for service. Additional assessment is needed whether missing pin could be linked with an adverse incident if reoccur. The analysis of data is ongoing.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the side rail was broken and the screw was missing. The issue was discovered while transporting a patient for testing. No injury was sustained. The device inspection conducted by the arjo service technician revealed that the upper arms (components of the side rail assembly) were partially disconnected from the frame due to a missing screw. As a result, the side rail could not be locked in the raised position. Based on that, it was determined that the missing screw refered to the upper arm pivot pin (part number 818.189). The information that the side rail was broken was not confirmed.

Manufacturer narrative:
S-side upper arm pivot is used to attach s-side brackets to the upper arms and then the pivot is secured with a socket screws. The pin has a groove where the screw goes in. Additionally, socket screws are covered with adhesive, which further strengthens the connection. The facility staff reported that the missing s-side upper arm pivot was noticed during transport of the patient to get tests done by the person who operated the bed. The operator reacted according to the product instruction for use (IFU 831.374-en), which instructs ¿if the equipment fails to operate correctly (¿) contact arjo or an arjo-approved service agent.¿ the arjo was contacted for service. As the upper arm pivot is placed inside the upper arms, it would need some force to move it from the side rail assembly. The analysis of the previous complaints showed that the pin could be removed due to the collision of the side rail panel with the width extension frame. In such cases, the issue could be observed at the moment it happens by the bed operator. In the complaint at hand it is unknown when the reported failure occurred. However, according to the IFU, the staff should verify whether side rails are raised and locked before the start of the patient transfer. If screws securing the pin unscrew from the upper arm after some time of usage and will no longer secure the pivot, it is unlikely that the pivot fall out of the arm unnoticed. Analysis of the post market surveillance data showed that when the pin becomes dislocated but not missing (e.g. Moves from only one upper arm), the side rail is still functional, could be closed in raised position, but the issue is detectable. The pin is sticking out and the side rail loosens. While in case of a missing pivot the safety side would not lock in place and is hanging down. The IFU states to check operation of side rails daily. Thus, both, dislocated and missing pin will be observed before use. The investigated pivot pin missing does not pose a risk to the patient, as the disconnection of the upper arms will not occur on its own. In order to remove upper arm pivot pin, an operator action is required. Also, the issue is noticeable, thus the operator can react when the problem occurs. To sum up, in the complaint at hand the exact cause of the missing pivot from upper arm is unknown. The investigated failure causes that the safety side would not lock in place and is hanging down. Thus, the problem will be observed before use. Moreover, the upper arm pivot is placed inside the upper arms and it would need some force to move it from the side rail assembly. Also, the malfunction is detectable and occurs when the operator of the bed is present. The missing pin from the upper arms assembly has never led to a patient fall, serious injury or death. Therefore, the investigated failure is considered not reportable in the future.

Manufacturer narrative:
The part that was missing was a pivot pin from a safety side upper arm. When the pin is missing the safety side cannot be used. The customer reported that the lack of a pin was observed during the patient's transport to get tests. According to the instruction for use for citadel plus bed (IFU 831.374 rev. 11), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Additional assessment is needed whether missing pin could be linked with an adverse incident if reoccur. The analysis of data is ongoing.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The upper arm pivot pin, the part of the side rail assembly, was missing. It resulted inside rail detachment. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided upon the investigation's conclusion.